Manufacturer narrative:
Findings: compromised force sensor system alarm during the basic occlusion test due to faulty force sensor resistor. Pump passed the stop current test, run current test and displacement test. Unable to verify unexpected off no power alarm or perform the self test, unexpected alarm error test, off no power test, prime test, occlusion test and no delivery test due to compromised force sensor system alarm. No blank display anomaly noted. No damage found on lcd isolation tape noted. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window, and address label peeling/damaged.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that about a week prior, her pump gave her a warning that the battery was dead and showed that there was no power. She stated the pump is currently off. The customer was advised to remove the battery in the pump. Her blood glucose is 200 mg/dl. During blank display troubleshooting, the customer stated that there is a crack outside of the screen. The display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being returned for analysis.